Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
[Oral-b/power oral care refills] part of the brush head completely dislodged and detached [device breakage]. Case narrative: consumer via email stated that brush head completely dislodged and detached during brushing. No injury was reported.